Event description:
It was reported that a defib pad was opened and found to have the wrong connector on the end of the wire. There was no patient involvement. It was open during a product inspection."

Manufacturer narrative:
This device was returned due to an incident involving a patient. ( see medwatch report # 1317214-2007-00020, filed within 5 days of the reported event). This device was a product in the customer's inventory that had not been used on a patient but was found when they inspected their inventory due to 1317214-2007-00020. A recall has been initiated. The FDA has been notified of the recall. The investigation is continuing with the MFR. A supplemental report will be filed when the investigation is completed.